Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient encountered a hematoma for which pressure dressing was applied. It was also reported during use of the right atrial (ra) lead suspected intermittent atrial under sensing noted on current electrogram (egm). The patient was re-evaluated in clinic with appropriate p waves. No intervention or reprogramming was performed. The ra lead remains in use. No patient complications have been reported as a result of this event.